Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during preventative maintenance it was found that the foot-pedal activates without depressing. There were no patient consequences reported.